Event description:
My vision became very blurry over the course of a couple of weeks. I went to my ophthalmologist who told me my corneas were like a pock-marked windshield. I essentially had chemical burns on my corneas. He asked if I had by chance switched to a new contact lens solution, which I had, about a month previously. I had started using optifree replenish. Dates of use: (B)(6) 2011.